Event description:
This case is a solicited report from the united states regarding a report received from a patient via a specialty pharmacy. The patient reported that she received replacement nebulizers. On (B)(6) 2013, when using a nebulizer, there was a burning smell and the front of the nebulizer was hot to the touch. Consumer reporter details withheld, USA.